Manufacturer narrative:
(B)(4). D10: femoral head 12/14 taper 28 mm diameter +0 mm neck length item: 802202802 lot: 67535907 the customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the ringloc bi-polar was found damaged out of box. No patient involvement reported. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the outer shell with the locking ring which remains assembled in the shell. The locking ring is seen to be bent on one side. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.